Manufacturer narrative:
The device was discarded. No further information was obtained by the manufacturer.

Event description:
The reporter stated, during a cardiac catheterization the balloon ruptured. It was also reported that the customer has not made any changes to their sheath supplier or type and they routinely perform a ¿balloon up¿ test shortly after it¿s taken out of the package. There was no serious injury/harm, no adverse event, no medical intervention required and no delay in critical therapy.

Manufacturer narrative:
H10 - medsun medwatch received.